Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia while using the ilet, with cgm values dropping to 58 mg/dl around late evening and alarms occurring during sleep; the user treated episodes with oral glucose tablets and was advised by her endocrinologist to contact us regarding adjusting nighttime targets. Symptoms included hypoglycemia. Outcomes included user self-treatment with oral glucose and no hospitalization. Investigation included complaint intake review and troubleshooting with education, including discussion about nighttime target adjustment and referral to clinical support. Investigation of this case revealed no device alarms or malfunctions were identified from the report and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.